Manufacturer narrative:
Our investigation into this complaint consisting of a log evaluation has been completed. An expiratory channel printed circuit board was replaced but it has not been received back for investigation. The evaluation of the logs shows that the last pre-use check was done 20 days prior to the event and was successful. The pre-use check that was performed a few hours after the event was also successful. The logs confirm the occurrence of the reported technical error codes that were followed by clinical alarms apnea, respiratory rate low, peep low and o2 concentration low which indicate that ventilation stopped. The ventilator was then set to the standby mode and was turned off by the user. At the following startup (turning on), no technical errors were generated. The analysis of the logs show that the technical error codes were preceded by a breathing subsystem error indicating a too long response time in an internal process, leading to that the breathing subsystem stopped executing. The breathing sw stops executing as a safety measure as the communication with the other subsystem is lost. The safety valve opens and spontaneous breathing is enabled. The root cause analysis done by code review for similar events found that the cause was exceeded response time that caused the technical errors.

Event description:
Manufacturer reference#: (B)(4).

Event description:
It was reported that while the ventilator generated 3 technical error codes while it was connected to a patient and ventilation subsequently stopped. The technical errors indicated disabled valves, an expiratory channel failure and an internal communication failure. The ventilator was disconnected from the patient. There was no patient harm. Manufacturer reference#: (B)(4).